Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the audio bolus button is intermittently unresponsive. The reporter denied damage to the audio bolus button. The patient reportedly wears the pump on a belt, and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged bolus button issue remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no visible damage to the audio bolus button. The audio bolus button was responsive to user input on testing. Investigation was unable to confirm or duplicate the complaint.